Manufacturer narrative:
The evaluation found a damaged scope socket; locking mechanism not protecting the pins. Additionally, olympus lamp has expired. The light source was repaired to standard specifications and returned to the customer. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed that a customer evis exera iii xenon light source was returned for preventative maintenance. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the device was found to have a broken output connector (reportable) malfunction. No patient involvement was reported.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.